Manufacturer narrative:
Patient weight not available from site. No patient files/logs have been returned to manufacturer for evaluation. No files have been returned.

Event description:
A medtronic representative reported that while in an ent procedure, the surgeon alleged being inaccurate and drifting to patient's left. Tracer registration was accurate when initially completed. There was reportedly no metal interference detected in the emitter tracking details. The patient was re-registered and the surgeon felt inaccurate to the patient's right. Tracer registration was done and, again, deemed accurate. The procedure continued normally. The medtronic representative noted that the initial registration only included anterior points and no posterior points, the registration model was also not clear and needed to be edited. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative observed surgeries being performed by the same surgeon and reported that the surgeon does not use the ent head strap to secure the reference frame as required per instructions for use. Instead, the patient head tracker is placed with a silicone pad directly onto the patients head without the head strap or frame being used, resulting in use error. The medtronic representative provided instruction to the surgeon regarding proper user technique, the surgeon was receptive to the cause of the inaccuracy likely being the technique with which he uses the system, but was not willing to change his methods. Software functioned as designed.